Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had battery issue. A technical support specialist confirmed that customer took onsite help to resolve the issue. The system functioned as intended after the issue got resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the station went offline and appeared to have a black screen. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There was delay in patient care as the user had to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.